Event description:
It was reported a leaking cadd that had contained bupivacaine/sufentanil (has been flushed). It did not reach the patient. No patient involvement reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual and functional testing were performed. Visual inspection found sample unit do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. Functional testing found cassette sample unit was fill with white colored water using a syringe in order to detect any leakage. The root cause of the reported issue was found to be procedure not followed. The form related to the procedures, for to register units with leak were not filling up, as well the method to test the units in process was not followed as is required, forcing the equipment to release parts with potential leak condition.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0102484 is no longer considered reportable, please disregard any MDR reports associated with it.